Manufacturer narrative:
Updated information: d4 serial and UDI numbers updated h6 med dev prob code changed to a0709

Manufacturer narrative:
D6b explant date was added. E1 initial reporter phone number was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced erroneous ao signals. No patient harm was reported. Patient support continues.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue cannot be established.